Manufacturer narrative:
The provided photos were reviewed by global quality customer and technical affairs (gqca). Five slit lamp photos are present in the file (along with two additional duplicates). The images appear to be from separate dilated eyes showing various stages of aggressive fibrosis with membranous formation consistent with the reported events. The root cause for the reported complaint could not be determined. The provided photos were reviewed. A root cause could not be determined form the provided photos. Information was provided that a director of global quality customer and technical affairs reached out to the surgeon to discuss the case. There has been no response to requests for further discussion. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced capsular phimosis and post operative 1 month, the best corrected visual acuity (bcva) was 20/20 for both the eyes and post operative 2 month, the best corrected visual acuity (bcva) was 20/30.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Information was provided that a director of global quality customer and technical affairs reached out to the surgeon to discuss the case. There has been no response to requests for further discussion. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).